Manufacturer narrative:
Field service technician on site performed full pm check, the unit passed all tests. The sites reported issues could not be duplicated. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The root cause was inconclusive. This investigation is complete. Report 1 of 2, see related medwatch report numbers: 0001920664-2020-00135.

Event description:
The user facility reported the doctor noticed high intraocular pressure in the patient during the follow-up visit.